Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri), thought to have been tripped by increased charge time. Within the context of this event information, it was reported that this chronic transvenous defibrillation lead was found to have a conductor fracture and was explanted. Another ICD and transvenous defibrillation lead were successfully implanted. No adverse patient symptoms were reported.